Event description:
It was reported that the patient heart rate was below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate and asystole was observed on the hospital monitor. It was also reported that the right ventricular (rv) lead exhibited occasional under-sensed beats during ventricular fibrillation (vf) episodes. The crt-d and the rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.